Manufacturer narrative:
The device history record for the reported lot number, m4308t647, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. This sample was intact with no visible breaks or detached components. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(6) stating that during use a component on the closed suction catheter became detached and remained inside the patient. The patient then required further invasive surgery in order to retrieve the detached piece from the patient's lung. The patient was a heart lung transplant patient and the hospital routinely performed a bronchoscopy post-operatively. It was during the bronchoscopy that the tip of the product was found. The missing tip had not been noticed by the nurse who had suctioned the patient. No resistance had been felt when using the product to alert the nurse to the situation. The tube did not come out of the sleeve which would indicate that the tube was short. Patient has recovered. The broken part was approximately 1cm.. The hospital was unable to confirm if the endotracheal tube had been trimmed.